Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, anatomical conditions, condition of the guide wire, interaction with accessory devices, damage to the catheter, patient disease state, or interaction with previously placed stents. In this case, it is possible the device may have interacted with the heavily calcified, moderately tortuous, 90% stenosed lesion during advancement, as resistance was noted, causing the reported difficult to advance. Further interaction with the challenging anatomy during positioning of the stent may have contributed to the reported material rupture; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the mid right coronary artery. The lesion was pre-dilated with a non-abbott balloon catheter. The 4.0x18mm rx xience skypoint stent delivery system (sds) was advanced with slight resistance noted due to anatomy. During the first inflation at approximately 6 atmospheres, the balloon ruptured. The stent remained mounted and the system was retrieved without issue. Additional dilatations were performed several times with a nc trek balloon, then a 3.50x18mm xience skypoint was successfully implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the mid right coronary artery. The lesion was pre-dilated with a non-abbott balloon catheter. The 4.0x18mm rx xience skypoint stent delivery system (sds) was advanced with slight resistance noted due to anatomy. During the first inflation at approximately 6 atmospheres, the balloon ruptured. The stent remained mounted and the system was retrieved without issue. Additional dilatations were performed several times with a nc trek balloon, then a 3.50x18mm xience skypoint was successfully implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.